Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for high blood glucose of 400 mg/dl and low blood glucose of 52. The customer reported that they treated the high blood glucose with manual injection and low blood glucose with food. Customer¿s blood glucose was 48 mg/dl, 54 mg/dl and then 63 mg/dl. Customer reported that they were off the insulin pump due to out of supplies. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. Insulin pump had cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched and cracked display window and corroded battery tube.